Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and, as the issue occurred during the load process, decided to replace the pump. The customer had not previously reported similar alarms with the pump's serial number but noted cartridge alarms with consecutive cartridges. The pump was under warranty and a replacement pump with updated software was sent. The customer will use multiple daily injections as backup therapy and was advised on steps to take upon receiving the new pump. Instructions for returning the problematic pump were provided, and the caller confirmed understanding all instructions.